Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump is having issues. The insulin pump alarmed motor error, off no power alarm and low battery alert. The customer's mother did not have insulin pump at the time of call to troubleshoot. The customer's blood glucose was unknown.